Event description:
Surgeon reported via our sales rep, that the nail broke around 7 month postoperative. The explanted nail was disposed off.

Manufacturer narrative:
Device was discarded by the hospital. No eval will be performed. If the device or relevant info becomes available, it will be submitted on a supplemental report.